Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0l5jy, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect since implant of their implantable neurostimulator (ins). They patient did have relief of symptoms during the trial and had turned therapy ¿up and up¿ until they felt constant pressure on the nerve. The patient constantly felt stimulation so they knew it was working but they had had not improvement whatsoever. The patient didn¿t have incontinence or anything like that it was that the bladder didn¿t want to empty and caused pain. They wanted to know if the manufacturer had a history of where the lead wire was placed in the patient and if it was in the right area. The patient did experience bladder spasms following implant. During the trial the patient had amazing relief within 3 hours and for 7 days they had relief for the first time in 2 years. The implant was placed for whenever the patient lied down and their bladder got half full, started to spasm, and they went to the bathroom every 30 minutes. The patient was implanted 2 days ago and was kept awake and was asked if they felt stimulation in their scrotum and their family member wanted to know why they asked that. They tried 10 times and it was exhausting for the patient and finally they said ¿we¿re going to place it here.¿ the patient had no relief and was depressed and their family member wanted to know how long to wait for effectiveness. The patient would see their health care provider (hcp) 7 to 10 days post-operatively. The patient¿s family member wanted to know if the patient wouldn¿t feel any relief for 4 weeks and noted that the patient had not taken any pain medication, not even the night of the surgery. The patient¿s family member stated that the hcp told that the patient would receive a call yesterday but no one had called but the patient said someone did call to follow-up by phone this morning. Currently the patient was on program 2, which indicated there was more than 1 program. The patient¿s family member said that the person who called the patient this morning was saying the same sort of things that were reviewed. The indications for use for the implanted device were noted as gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.